Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n297946, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the pump was placed (B)(6) 2012 it was too high and was up in their ribs, which gradually got more uncomfortable over time. The "lip of the pump" started to go under their ribs. It was also noted that the patient never had therapeutic effect. Two to three weeks after implant (B)(6) 2012, the patient made a short bend/twist to get something out of the glove box and they felt like the "stitches were pulling inside". The patient had an immediate spinal headache, and after they laid down flat for 24 hours it went away. An x-ray was done, and no issues were found. It was noted that the health care provider (hcp) tried to aspirate the catheter. A pump revision ((B)(6) 2015) was done to move the pump to a more comfortable spot, but was not sure if the pump was replaced at that time or not. During the revision the catheter was not in the right place, and the catheter was revised. It was not clear exactly what the issue was or how the catheter was not in the right place. The patient still does not have therapeutic effect. It was noted that the patient had one knee that was needing replaced, and two torn ligaments in the other knee. Patient concerns were redirected to the hcp. The drug that was used via the device system was dilaudid. Further intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the catheter shattered and pulled from the spinal area.